Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During post assessment of the left atrial flutter procedure, an ultrasound revealed a pericardial effusion requiring a pericardiocentesis to stabilize the patient. As the effusion continued, a cardiac surgeon confirmed the effusion was located at the base of left atrial appendage, near the region ablated. There were no performance issues with any abbott devices.